Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and occipital neuralgia. It was reported that for at least two years, the stimulator was not working and the patient was not feeling stimulation. The battery had died too many times and the patient could no longer recharge it. It was noted that the patient did not have a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) reporting that the ins had malfunctioned, and the patient could not walk. The doctor needed instructions on how to explant the device.